Event description:
The customer's parents reported that while at summer camp, their son's blood glucose measured 319 mg/dl and he experienced stinging, burning skin. The canula had dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The caller reported that the cannula had dislodge from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."